Manufacturer narrative:
(B)(4). The investigation of this complaint is still in progress at the time of this report.

Event description:
Customer complaint alleges that during home use the chamber leaked while on a "f and p" heater. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on the lot number reported by the customer ((B)(6)), and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
Customer complaint alleges that during home use the chamber leaked while on a "f & p" heater. Patient condition reported as "fine".